Event description:
It was reported that at the beginning of a laparoscopic cholecystectomy, the cap of the device came apart. The device had been inserted into the patient with no difficulty, the camera was inserted into the device and the surgeon noticed that gas was significantly leaking causing a loss of insufflation. The surgeon started to remove the camera and the device fell apart. A second device was used that cracked at the weld seam and leaked, but was used to finish the case. This device was reported to be discarded. There was no patient injury. See MFR report #2134070-2012-00296 regarding the first device.

Manufacturer narrative:
The device was reported to have been discarded and will not be returned to the manufacturer.